Event description:
A malfunction occurred with the customer's pump, displaying malfunction code 13. There was no adverse impact to the customer¿s blood glucose level. Technical support sent a replacement pump and provided instructions for putting the current pump into storage mode. The customer was advised to return the problematic pump using a pre-paid label within 10 days and to use multiple daily injections (mdi) as backup therapy, which the customer understood and acknowledged.